Event description:
Same cases as: 2134265-2015-03879 and 2134265-2015-03848. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately calcified and tortuous right coronary artery (rca). During a percutaneous coronary imaging (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the specified lesion. However, when pullback was performed during pre-intravenous ultrasound (ivus), a disconnect error message was repeatedly displayed. Subsequently, the motordrive unit (mdu) of the ilab ultrasound imaging system was unable to perform an automatic pullback. Reconnection was performed several times but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).